Event description:
It was reported that the pt had a high fever and the device may not be working. The pt was experiencing withdrawal. The pt was going to see his doctor. The pt was admitted to the hosp on (B) (6) 2010 with increased spasticity. A single bolus (100 mcg) was programmed (B) (6) 2010; the family reported some relief 3-4 hours post, but not consistent relief of spasticity. The bolus went through indicating that the pump was working fine, but then pt went into withdrawal again. It was thought that this indicated a possible catheter problem. The physician was unable to aspirate from the side port during a dye study (date not reported). The pump and catheter were replaced. The pt was seen on 04/14/2010 and was doing better. The pt was scheduled to be released that day or the next. The device system was used to deliver lioresal (2,000 micrograms/ml, 850 micrograms/day).

Manufacturer narrative:
(B) (4).